Event description:
Two port minivolume extension set was infusing tpn and lipids. Set broke completely in half on the side lipids were hooked up. Patient was bleeding out of the broken line and lost approx 5 ml of blood.